Event description:
It was reported that during reprocessing the da vinci si surgical thoracic grasper instrument was noted to have insulation coming off. Isi representative suggested trying a 5mm reducer in the 8mm cannula, which seem to solve the problem until the recent issue with the 5mm cannulas bending that has caused a new problem. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged at the distal end. The insulation was gouged on the one side and had three sections lifted up roughly 2.75 to 3 above the snake wrist. When the flaps of lifted insulation are pushed down, they completely cover the exposed sections of the metal shaft, indicating no material is removed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.